Event description:
Complainant alleged that during the incoming inspection of the product, the device inappropriately powers on in watchdog mode. Complainant indicated that there was no pt involvement in the reported failure.